Manufacturer narrative:
This peripheral device is not implantable. The reported event of power switching could not be confirmed on the returned batteries: (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the controller's log files revealed a power switching event, which involved battery (B)(4). On (B)(6) 2016, a power disconnect alarm was logged at 15:14:09. At the time of this alarm, the controller was connected to (B)(4) with 35% capacity and 0% capacity, respectively. Prior to this alarm at 15:02:23, the controller was connected to (B)(4) at 36% and 96% capacity, respectively. The most likely cause of the power disconnect alarm is a communication error. Following this alarm, there was a controller power-up event at 15:15:28 followed by a motor start event at 15:15:37. Following the events at 15:30:26, the controller was connected to (B)(4) and (B)(4) at 94% and 96% capacity, respectively. The controller power-up is indicative of a double disconnect followed by a reconnection of external power sources to the controller. Analysis of (B)(4) revealed that the devices met specifications. The devices passed visual examination and functional testing. Analysis of (B)(4) revealed that the device passed visual examination but the internal integrated chip initially did not communicate with test equipment. Additional manipulation of the device allowed the battery to eventually recover communication. The most likely root cause of the communication failure can be attributed to an intermittent connection within the cable assembly. Log analysis revealed that this battery was not in use around the reported event date. Controller (B)(4) was returned for evaluation of a loose connector under MFR # 3007042319-2016-02178. Functional testing revealed that the controller was able to adequately provide power to test batteries; no power switching events were observed during bench-level testing. Note: controller (B)(4) did not receive the smr upgrade prior to this event. The most likely root cause of the reported power switching events can be attributed to a communication error between the controller and batteries. However, none of the observed power switching events involved the returned batteries. A power disconnect alarm due to a communication error was logged prior to a loss of power. This alarm likely caused the patient to react and cause an accidental disconnection of both power sources. (B)(4) - battery / catalog number 1650de. (B)(4). MFR date: 10-21-2015. Method: visual inspection; analysis of data log(s); (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification; (B)(4). Recall #: z-1917-2015. (B)(4) - battery / catalog number 1650de. (B)(4). MFR date: 03-02-2015. Method: visual inspection; (B)(4). Analysis of data log(s); (B)(4). Interoperability evaluation. (B)(4); actual device evaluated; (B)(4). Results: interoperability problem; (B)(4). Conclusion: design deficiency; (B)(4). Recall #: z-1917-2015. Heartware has opened an internal investigation to address communication errors between controller and battery. (B)(4) - battery / catalog number 1650de. (B)(4). MFR date: 02-24-2015. Method: visual inspection; analysis of data log(s); (B)(4). Interoperability evaluation; (B)(4). Actual device evaluated; (B)(4). Results: electrical problem. Conclusion: unable to confirm complaint; (B)(4). MFR date: 02-23-2015. Method: visual inspection; analysis of data log(s); (B)(4). Interoperability evaluation; (B)(4). Actual device evaluated; (B)(4). Results: no failure detected; (B)(4). Conclusion: no failure detected, device operated within specification. Recall #: z-1917-2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There are no apparent contributing clinical factors to the reported event. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times.  It also provides information about proper care of the system and what to do in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Other devices: batteries: (B)(4); expiration date: 10/31/2016. (B)(4); expiration date: 03/31/2016. (B)(4); expiration date: 02/29/2016. (B)(4); expiration date: 02/26/2016. (B)(4).

Event description:
It was reported that a patient experienced power switching with the controller. The controller changed from one power port to the other one before the batteries were down to 25%. There was one pump stop identified. All batteries were exchanged from hospital stock with no reported consequences or impact to the patient. No additional information available.